Manufacturer narrative:
(B)(4). D10: unknown - unknown tibia - unknown. Unknown - unknown femur - unknown. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient was revised due unknown reasons. Attempts have been made and all available information has been provided.